Manufacturer narrative:
No samples were returned for analysis. A review of work order documents confirmed this product to be latex free. The review did not reveal any discrepancies that would relate to this complaint.

Event description:
Rec'd report of "allergic-type" reaction when using a butterfly needle for IV therapy. A butterfly needle was inserted into a pt for infusion of 5fu therapy. After an unspecified period of time, swelling was noted around the needle, as if infiltrated, but a blood flashback was present and there was no ecchymosis at or above the site to indicate the vein was blowing. The site was painful and swollen, but not reddened, and only around the needle and not above it. The butterfly catheter was removed and ice applied to the site. IV restarted with another MFR's butterfly catheter without a problem.